Event description:
Patient called lfs alleging that their surestep enhanced meter had missing segments. Patient was taken to the hospital in 2003 at approximately 8:45 am, since they were unable to read the results on the meter display. Patient described having numbness in their fingers during the time of concern. Patient skipped morning insulin injection on the day of the incident. Normally patient takes one shot of insulin in the morning and one in the evening. The hospital meter read approximately 484 mg/dl. Patient mentioned that the time difference between attempting to test on their meter and hospital meter reading was 3-hours. Patient was unable to provide information regarding the type of treatment they were administered. Based on the information provided, the patient suffered a serious injury, due to the meter malfunction. Patient may have administered self-treatment in a timely manner and avoided the elevated blood glucose level. Patient's meter and control solution were replaced. Senior medical affairs specialist mailed a letter, since the patient could not be reached.